Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a cystoscopy procedure. According to the complainant, during the procedure, the balloon leaked from a pinhole when it was inflated to between 8-10 atm. The balloon was inflated with water and the leakage was noticed when the balloon failed to increase in pressure. The physician completed the procedure with another uromax ultra balloon with no complications. The patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a cystoscopy procedure. According to the complainant, during the procedure, the balloon leaked from a pinhole when it was inflated to between 8-10 atm. The balloon was inflated with water and the leakage was noticed when the balloon failed to increase in pressure. The physician completed the procedure with another uromax ultra balloon with no complications. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual analysis of the returned device revealed that the catheter shaft was stretched for 42 mm at 325 mm proximal to the distal tip. A functional analysis revealed that the balloon could not be inflated to its rated burst pressure (rbp) due to a pinhole located at the distal transition zone. Operational context contributed to this event.